Event description:
A patient reported blodd glucose results of "140 mg/dl, 197 mg/dl, 137 mg/dl, 181 mg/dl, 91 mg/dl, 180 mg/dl and 81 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.